Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was noise due to unipolar sensing.

Event description:
It was reported the lead had low impedance with unipolar impedance higher than bipolar impedance. There was also oversensing and the lead could not be switched to bipolar sensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead had low impedance with unipolar impedance higher than bipolar impedance. There was also oversensing and the lead could not be switched to bipolar sensing. The device was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.